Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician advanced the was into the patient and positioned the was in the laa. At this time, a pericardial effusion was noticed. The procedure was continued and the wds was inserted into the was. The closure device was deployed in the patient and the physician noted that the contrast injection was showing a leak in the laa. Ice imaging showed that the pericardial effusion was further developing. The procedure was ended, and the physician performed a pericardiocentesis draining 800ml of blood from the patient. The patient was admitted overnight to be monitored but is expected to make a full recovery from this event.